Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the right therapy electrode (te) pad. It was reported that the patient's skin was red and peeling. The patient consulted her physician who recommended using a cream. Follow-up indicated that the rash had gotten better.